Manufacturer narrative:
Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows the printed top web of five (5) blister packs showing the product information and batch number. There is also one (1) blister pack viewed through the clear bottom web showing one (1) needle hub assembly. No foreign matter is visible on the one (1) needle hub assembly which is visible. Based on the investigation conclusion, the condition reported by the customer cannot be confirmed; therefore, potential root causes cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of foreign matter (fm) for lot #8250779 item #305197. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Rationale: based on the investigation conclusion, the condition reported by the customer be confirmed; therefore, potential root causes cannot be determined. As a consequence, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that an unspecified number of needle 16x1 rb experienced foreign matter contamination noted during use. The following information was provided by the initial reporter: material no: 305197, batch no: 8250779. Verbatim: customer asking if there is any change in the process of manufacturing needles, because they have problems with needles now which they didn't have before. Batches that we have technicians ended up with particles with the particles in the bag. Not sure if it was something inside the needle or something else.